Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated patient had fever overnight and they started hypothermia on the patient, however the patient got too cold so they changed it to normothermia. Patient temperature was was 35.8c when nurse arrived for shift. At this time, patient temperature was 36.6c, target temperature was 38c, water temperature was 31.2c, flow rate was 3.3lpm. Mis had nurse check event log and noted alert 113 (reduced wt control). Mis confirmed rate set at 0.25c/hour right now and explained how machine was attempting to do controlled therapy. Nurse changed the rate to max. Water level was four. Nurse drained 500ml from right side drainage port. Mis placed in manual control at 40c, water slowly heated to 40c. Disabled manual control. Restarted automatic therapy. Patient temperature was 35.5c in foley arctic sun, but 34.3c according to the esophageal on the bedside. Swapped probes and they both read the same. Tdi was neutral. Patient was 123kg with large plus universal in place. Patient was uncovered. Mis suggested checking protocol to see what external interventions nurse could try warm blankets, bair hugger, increase room temp etc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated patient had fever overnight and they started hypothermia on the patient, however the patient got too cold so they changed it to normothermia. Patient temperature was 35.8c when nurse arrived for shift. At this time, patient temperature was 36.6c, target temperature was 38c, water temperature was 31.2c, flow rate was 3.3lpm. Mis had nurse check event log and noted alert 113 (reduced wt control). Mis confirmed rate set at 0.25c/hour right now and explained how machine was attempting to do controlled therapy. Nurse changed the rate to max. Water level was four. Nurse drained 500ml from right side drainage port. Mis placed in manual control at 40c, water slowly heated to 40c. Disabled manual control. Restarted automatic therapy. Patient temperature was 35.5c in foley arctic sun, but 34.3c according to the esophageal on the bedside. Swapped probes and they both read the same. Tdi was neutral. Patient was 123kg with large plus universal in place. Patient was uncovered. Mis suggested checking protocol to see what external interventions nurse could try warm blankets, bair hugger, increase room temp etc.